Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 419488 implantable pacing lead, (B)(6) 2010; c174awk implantable cardioverter defibrillator, (B)(6) 2010; 693565 implantable tachy lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the day after implant, there was ¿dislocation¿ of the atrial lead. The lead also had increased thresholds. The lead was revised and remains in use. The patient is enrolled in the optilink hf clinical study. No patient complications have been reported as a result of this event.